Manufacturer narrative:
Evaluation of the pod coil could not confirm the reported complaint. Further evaluation revealed that the pusher assembly was fractured and kinked, and the embolization coil was detached from its pusher assembly inside the introducer sheath. This damage was incidental to the reported complaint, and the root cause could not be determined. The fracture in the pusher assembly likely contributed to embolization coil detaching inside the introducer sheath. Evaluation of the non-penumbra microcatheter revealed a functional device. During the functional test, a demonstration coil was advanced through the non-penumbra microcatheter without an issue. Further evaluation revealed a bend in the catheter shaft. The root cause of this damage could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of resistance encountered advancing pod coil.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior gluteal artery using pod coils and a non-penumbra microcatheter. During the procedure, the physician encountered resistance while advancing a pod coil approximately twenty centimeters into the hub of the microcatheter. The pod coil was then retrieved and the microcatheter was flushed on the back table before it was re-connected to the patient. While re-advancing the same pod coil through the same location in the hub, resistance was encountered. Therefore, the pod coil was removed and was no longer used. The procedure was completed using another pod coil, a pod packing coil (pod pc), and two non-penumbra coils using the same microcatheter. There was no report of an adverse effect to the patient.